Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose level of 500mg/dl. Reportedly, a cartridge change error occurred. Although requested, the customer declined to provide any additional information.